Manufacturer narrative:
Patient identifier no provided ((B)(4)). Approximate age of 60's was provided, date of birth was not provided. Lot number not provided. Device not returned to manufacturer.

Event description:
Dr. Indicates patient reported a fractured screw. The screw fracture was confirmed by x-ray. The fractured screw with abutment and crown was swallowed. Dr. Attempted to remove the broken screw but was unsuccessful. Unable to retrieve abutment and crown.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. Potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Precautions: these devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening ingestion, aspiration and/or swallowing. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. Complaint indicates screw fracture, which led to the abutment being swallowed. Hyperplasia, inflammation, and edema are noted. The alleged event was non-verifiable without the return of the product. A root cause for the complaint could not be determined. No immediate corrections are required. The following sections were updated: date of this report, date received by manufacturer, follow-up number, add follow up type, add evaluation codes. The following section was corrected: patient codes.